Manufacturer narrative:
Additional information was received that detailed that this incident had been captured previously. The following is a list of reported mfrs related to this MDR: 3012307300-2017-00404, 3012307300-2017-00405, 3012307300-2017-00406, 3012307300-2017-00407, 3012307300-2017-00408, 3012307300-2017-00409, 3012307300-2017-00410, 3012307300-2017-00411, 3012307300-2017-00412, 3012307300-2017-00413, 3012307300-2017-00414, 3012307300-2017-00415, 3012307300-2017-00416, 3012307300-2017-00417, 3012307300-2017-00418, 3012307300-2017-00419, 3012307300-2017-00421, 3012307300-2017-00422, 3012307300-2017-00423, 3012307300-2017-00659, 3012307300-2017-00660, 3012307300-2017-00661, 3012307300-2017-00662, 3012307300-2017-00663, 3012307300-2017-00664, and 3012307300-2017-00665 upon further review, this file is considered a duplicate and it is not considered a reportable event at this time.

Manufacturer narrative:
Voluntary medwatch submission #: mw5066839. Age at time of event: 18-90 years old. The reporter noted the date (B)(6) 2015 and then noted the issues were reported "from (B)(6) until today". Potential catalog number: 7036. Potential lot number: the reporter noted that the extension set affected was manufactured prior to lot 46x824. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cadd® extension set was leaking. The device was in use with a home care patient. The patient required additional treatment. The set had to be changed or prolonged treatment and admittance to the hospital occurred. It is unclear what the impact to the patient was. See MFR: 3012307300-2017-00362, 3012307300-2017-00363, 3012307300-2017-00364, 3012307300-2017-00365, 3012307300-2017-00366, 3012307300-2017-00367, 3012307300-2017-00368, 3012307300-2017-00369, 3012307300-2017-00370, 3012307300-2017-00371, 3012307300-2017-00372, 3012307300-2017-00373, 3012307300-2017-00374, 3012307300-2017-00375, 3012307300-2017-00376, 3012307300-2017-00377, 3012307300-2017-00378, 3012307300-2017-00379, 3012307300-2017-00380, 3012307300-2017-00381, and 3012307300-2017-00382.